Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 34 mg/dl. It was stated that the customer was vomiting all afternoon and had not had any food. The customer removed the infusion set, and the cannula was bent. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.